Manufacturer narrative:
(B)(4). Investigation completed and device evaluated with no defect found on returned meter. Returned test strips produced lo readings on 270 level. Black chemistry observed. The root cause is black chemistry due to improper storage.

Event description:
Customer complains of e-5 error message. The customer states is feeling well at this time and that no medical attention is required at this time. The error appears when blood sample is absorbed. Customer confirms the strips are stored properly and that she is using the correct testing technique.the normal glucose levels for customer is 190mg/dl. The test strips were open oct 2015. The error message persists.